Event description:
Incision required to oversew hole in esophagus. Stapler either misfired or tore the tissue upon use. Please contact (B)(6), rn for more detail. Tissue can be seen stuck to staple reload.